Manufacturer narrative:
A CT scan was reportedly performed and was unremarkable. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly fell and hit their head at school in (B)(6) 2026. The recipient was reportedly not using the device at the time of the fall but did require hospitalization. The recipient was later seen for programming of replacement external equipment and was unable to obtain lock. It was reported that the implant site did appear swollen. The recipient has reportedly not worn device since late 2025, when they originally lost processor.